Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted during testing. The insulin pump was received with slightly stained end cap sticker, cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 482 mg/dl at the time of incident. The customer's blood glucose was 358 mg/dl at the time of call. The customer's blood glucose was 418 mg/dl at the end of call. The customer stated that they had some water. The customer stated that they were nauseous. The customer stated that the drive support cap appeared normal. The customer performed high pressure test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.